Manufacturer narrative:
Single occurrence, contained fire in 11 year old product. No repair maintenance or preventative maintenance ever conducted by our field service team.

Event description:
A fire reportedly started inside the mechanical compartment of a chemiclave sterilizer located in a dentist office. The owner reportedly attempted to put out the fire with a fire extinguisher, but then decided to call the fire department and evacuated the office. The fire department arrived and, using the same fire extinguisher used by the device owner, put out the internal fire. There were no injuries. On (B)(6) 2011, we received an e-mail that described the event and documented objective evidence that the product was manufactured by our company. We requested to see the device.